Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber found it was received in one piece with no visible defects to the fiber body. Microscopic inspection found the fiber tip was slightly degraded, and the connector face had burn mark. Additionally, no light was passing through connector face indicative of an internal fracture on the connector. Functional testing confirmed there was no aiming beam coming through the fiber tip. Therefore, the reported fiber failure to operate was confirmed. The device history record (DHR) indicates the device met all manufacturing specifications. A labeling review was completed and found that the instructions for use states, "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement" and "hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber (see "fiber tip renewal during operation" for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement." A risk review was completed and confirmed that the event of a failure to operate was defined in the risk documentation to support acceptable risk benefit for the product. Fracture within a connector can occur during procedural handling of the fiber during setup or use. This device malfunction can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Additionally, it is likely that the interaction between the fractured connector and console led to overheating, resulting in the burn marks seen on the fiber connector face. An investigation conclusion code of cause trace to component failure was assigned to this investigation which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a transurethral ureteral calculi procedure to treat ureteral calculi, the fiber reached the lesion site of the patient, and the first excitation of the fiber was unsuccessful when the console's pedal was stepped on. The procedure was completed with a fiber replacement. The patient's condition was stable following the procedure; there were no patient complications. Analysis of the returned device identified no light exiting the connector face indicative of an internal connector fracture of the fiber.